Event description:
Medtronic received information that this bioprosthetic valve was explanted after two years and 10 months implant duration. The surgeon indicated that it did not perform as expected. No additional information has been provided. No adverse patient effects have been reported as a result of this event.

Manufacturer narrative:
After the initial medwatch was submitted, additional patient information was provided.

Manufacturer narrative:
The date of this report and the date manufacturer received information were inadvertently left blank on the follow up #1 report submitted on (B)(4) 2013. These dates as well as the aware date were (B)(4) 2013.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received, cut into three sections with only the stent posts, commissures and surrounding tissue intact. Long green and white multifilament suture tails remained attached to the existing sewing ring on the outflow adjacent to the back of the non-coronary left stent post. All existing leaflets were slightly stiff but flexible except where host tissue extended on the existing inflow. A large tear through the free margin and lunula of the right cusp appeared to be due to contact with a possible long suture tail. The edges along the tear appeared abraded or smooth oppose to a clean and jagged edge as observed in a cut or tear. A tiny abrasion on the free margin of the right cusp adjacent to the left right commissure appeared to be due to contact with the bias cloth along the stent post. A small abrasion in the lunula of the left cusp appeared to be due to contact with the inner outflow rail. A tiny abrasion was noted in the free margin of the left cusp adjacent to the small abrasion in the lunula. All commissures appeared intact. Note: the serial number was checked and confirmed to determine the orientation of the leaflets and commissures. Pannus remained attached to the tissue and base stitching along the existing inflow, into all inferior coaptive areas, and 1 to 2.5 mm onto all cusps. Radiography showed mineralization along the outflow rails adjacent to the non-coronary and left cusps. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The tear and abrasions were likely caused by a long suture tail and/or bias wear, which is related to implant technique. In addition, reduced performance of the valve is attributed to host tissue overgrowth and calcification. These findings are generally considered a patient related condition. (B)(6). (B)(4).